Event description:
Event description cpi received information that the implantable cardioverter defibrillator (ICD) was exhibiting an end-of-service (eos) battery status after an initial interrogation was performed and the print button was selected. No respones could be obtained from the ICD with a magnet application and it was reported that the ICD underwent a back-up reset. After a capacitor reformation was performed the battery status returned to an ok status. However, the magnet response did not return.